Event description:
The patient contacted animas stating alleging that the pump appeared to frequently lose prime without a known cause. The pump was returned and evaluation revealed that the force sensor pins were partially dislodged. This complaint is being reported based on evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/23/2012. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be dim and discolored.